Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the device would not turn off. A replacement device was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation details: the investigation was completed, and it was concluded that the device met its specifications. However, since there was observed residual thermal boot damage, this indicates that the jaws had experienced elevated temperatures at one point in time. This thermal boot damage could have been a result of user technique or an intermittent circuit failure.